Event description:
It was reported that during implant procedure of this right ventricular (rv) lead, the physician attempted to retract the lead from the left bundle branch position, resulting in the helix of the lead break and staying in the heart of the patient. The lead was then removed prior to pocket closure and the broken piece remains inside the heart of the patient. Another lead was implanted as replacement. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure of this right ventricular (rv) lead, the physician attempted to retract the lead from the left bundle branch position, resulting in the helix of the lead break and staying in the heart of the patient. The lead was then removed prior to pocket closure and the broken piece remains inside the heart of the patient. Another lead was implanted as replacement. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken. The helix was in an extended position. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that during implant procedure of this right ventricular (rv) lead, the physician attempted to retract the lead from the left bundle branch position, resulting in the helix of the lead breaking and staying in the heart of the patient. The lead was then removed prior to pocket closure and the broken piece remains inside the heart of the patient. Another lead was implanted as replacement. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Correction: h7 field if remedial act init, type was updated. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken. The helix was in an extended position. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.